Event description:
It was reported to tyco kendall that a nurse had experienced needlestick while disposing of a used sharps. The lever was down, the nurse put 2 syringes with needles attached in, put the bale up, put it down and one sharps came out and hit the nurse's finger causing a superficial abrasion. The container was approximately half full. No sample or lot number available.